Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The subject device was returned to olympus for inspection and the customer allegation was not confirmed. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator was not working. The device was showing error e006. The issue occurred during turp (transurethral resection of the prostate) procedure. There were no reports of patient harm or impact associated with this event.